Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney,") in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and medical device monitoring error "thermachoice balloon ablation and essure placement on (B)(6) 2012". Medical conditions: current weight 210 lbs. Previously administered products included for an unreported indication: mirena iud from 2007 to (B)(6) 2019. Concurrent conditions included obesity, cervical spinal stenosis, anxiety, appendix disorder, hemorrhagic cyst, amenorrhea, cervical pap smear normal, excess sweating and lymphadenopathy. Family history included breast cancer (maternal grandmother). Concomitant products included levothyroxine sodium (levoxyl), liothyronine, losartan, sertraline and trazodone. In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), thyroid disorder ("hormonal changes describe: thyroid issues"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain in extremity ("leg pain"), alopecia ("hair loss") and incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced back pain ("back pain lower"), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), nipple exudate bloody ("left nipple bleeding."), breast mass ("right breast lump") and scar ("complications from your essure removal procedure:attempted to remove my fallopian tubes but there was too much scar tissue"). The patient was treated with surgery (to remove the essuret implant/total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid disorder, mood swings, cystitis, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, pain in extremity, weight increased, alopecia, back pain, arthralgia, nipple exudate bloody, breast mass and scar outcome was unknown and the kidney infection, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, incontinence, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, breast mass, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, kidney infection, menorrhagia, migraine, mood swings, nipple exudate bloody, pain in extremity, pelvic pain, scar, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 4 coils remaining intracavitary on the left and 3 on the right following essure placement. Discrepancy noted in insertion date. Previously reported as: 2010. In current follow up reported as: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: lower back pain and hips and legs, abdominal pain, dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received: event right breast lump, left nipple bleeding and complications from your essure removal procedure: attempted to remove my fallopian tubes but there was too much scar tissue were added. Medical history, concomitant drugs, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney,") in an adult female patient who had essure (batch no: a34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and medical device monitoring error "thermachoice balloon ablation and essure placement on (B)(6) 2012". Medical conditions: current weight 210 lbs. Previously administered products included for an unreported indication: mirena iud from 2007 to on (B)(6) 2018. Concurrent conditions included obesity, cervical spinal stenosis, anxiety, appendix disorder, hemorrhagic cyst, amenorrhea, cervical pap smear normal, excess sweating and lymphadenopathy. Family history included breast cancer (maternal grandmother). In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), thyroid disorder ("hormonal changes describe: thyroid issues"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urine and kidney"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain in extremity ("leg pain"), alopecia ("hair loss") and incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced back pain ("back pain lower"), arthralgia ("hip pain"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essuret implant/total hysterectomy(uterus and cervix removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid disorder, mood swings, cystitis, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, pain in extremity, weight increased, alopecia, back pain, arthralgia and incontinence outcome was unknown and the kidney infection, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, kidney infection, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 4 coils remaining intracavitary on the left and 3 on the right following essure placement. Discrepancy noted in insertion date. Previously reported as: 2010. In current follow up reported as: 28nov2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: lower back pain and hips and legs, abdominal pain, dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essuret implant ). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.